Event description:
The following has been reported by customer: information was received regarding an infusion pump that burned out while connected to the electrical network. At the time of the incident, the equipment was not being used with a patient, so no patient was harmed. The equipment was sent to the fresenius kabi colombia technical service laboratory in bogota for diagnosis by engineers. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Photos and a video were provided which confirms the reported event but without the associated device or additional information for further investigation the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.